Event description:
On (B)(6) 2007, I underwent a right total hip arthroplasty. I received a corail stem with a 36 mm metal on metal articulation using a pinnacle series-100 cup with mini anterior approach. Soon after surgery I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I experienced severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Dates of use: (B)(6) 2007 to present. Diagnosis or reason for use: osteoarthritis with acetabular fracture right hip.